Event description:
It was reported that, while the device was in service as part of an anesthesia breathing circuit during a surgical procedure, the cap sealing of the co2 monitoring port (while the port was not being used) became undone spontaneously. No patient sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.